Manufacturer narrative:
(B)(4) reported that the device had a product mix / incorrect component issue. An opened sample product code 2808, lot mkz135 was returned for analysis. During the visual inspection of the opened sample, the foam park had 9-0 printed and for product code 2808 should be 8-0 printed. Due to mismatch at the foam park a characterization of the suture was performed and meet the requirements for an ethilon suture diameter 8-0. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the mix foam park is due to manufacturing defect.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mkz135, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hand procedure on (B)(6) 2019 and suture was used. The suture was found inside the winder to have been 9-0 threads instead of the 8-0 threads. There were no adverse patient consequences reported.